Event description:
Patient in surgery for orif of right calcaneus. The screw broke off in the patient. Half of screw remains in patient, and the other half sent to risk. Synthes screw, 4.0mm, cannulated, 34mm, long thread. Product #207.734 (n) inst ID: (B)(4).